Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6), 2021 at 05:00. Customer's blood glucose level was 455 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip at the hospital. Customer's current blood glucose level was 128 mg/dl. The customer experienced headache, felling sick or unwell a symptoms such as a result of high blood glucose. Customer stated sensor was in use at the time of hospitalization and value when admitted to the hospital was over 400 mg/dl. Customer had test positive for ketones. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.